Manufacturer narrative:
Device remains implanted.

Event description:
During a procedure in tortuous anatomy, as the physician had begun to deploy the stent, the stent system unexpectedly moved backward and the stent deployed at the bottom of the lesion. The physician attempted to deploy another stent to fully cover the neck of the aneurysm but was unsuccessful and the procedure was stopped. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
During a procedure in tortuous anatomy, as the physician had begun to deploy the stent, the stent system unexpectedly moved backward and the stent deployed at the bottom of the lesion. The physician attempted to deploy another stent to fully cover the neck of the aneurysm but was unsuccessful and the procedure was stopped. There was no reported clinical consequence to the patient.

Event description:
During a procedure in tortuous anatomy, as the physician had begun to deploy the stent, the stent system unexpectedly moved backward and the stent deployed at the bottom of the lesion. The physician attempted to deploy another stent to fully cover the neck of the aneurysm but was unsuccessful and the procedure was stopped. There was no reported clinical consequence to the patient.